Event description:
The event occurred on an unspecified date and involved a tego connector where the customer reported that they were unable to correctly attach line safety clip while tego was in place (central venous catheter connection bends). It was also stated that tego has clotted and required extra changes. There was patient involvement, delay in treatment was caused by the extra time in diagnosing the issue then changing the caps. Harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Manufacturer narrative:
Investigation summary: complaint of difficult to assemble/insert on tego cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The lot histor review couldn't be performed due to the lot number for this complaint was unknown.